Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the cut test also passed. However, the electrical continuity test still failed. The wire path must be severed internally along its path. The bipolar energy cord was successfully connected to a generator and the instrument. The energy activation test was then conducted on a test system as a functional test and steam generation was seen. It is unclear whether closing the grips allowed the wire to move internally and join back together to form a complete circuit for energy activation to work. A review of the logs showed the instrument was used for energy activation only. Further testing of the instrument showed that the electrical continuity for one jaw failed upon testing; however, when the jaw was compressed and re-tested for continuity, it passed. The results pointed to an intermittent electrical connection between the conductor wire and electrode that is completed under compression loading. An x-ray confirmed the conductor wire was broken at the weld location to the electrode. It was unclear what caused the wire to break at this location and the root cause is under investigation. Based on the information provided, this event is being reported due to the following conclusion: the weld damage found during failure analysis suggest that sealing issues could occur. Although, no patient harm, adverse outcome or injury was reported, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, as the vessel sealer extend instrument was plugged in and fired, the instrument did not respond. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator confirmed the vessel sealer extend instrument worked once and then did not engage for subsequent uses. It was confirmed the instrument did not fail on the patient tissue. The instrument was replaced with a new single use instrument. The customer confirmed that the procedure was completed as planned with no patient injury or harm.